Manufacturer narrative:
Concomitant products continued: 310c29 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt racing heart rate and then received a shock from the implantable cardioverter defibrillator (ICD). The patient was admitted to the emergency room (ER). Interrogation of the device yielded that a shock therapy was delivered for heart rates in the ventricular tachycardia (vt) zone. An analysis of the episode indicates a possible inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). A follow-up with the patient¿s healthcare provider was not possible. The device remains in use. No further patient complications have been reported as a result of this event.